Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal, unspecified product therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced peritonitis. The root cause of the peritonitis was unknown. It was not reported if the patient required hospitalization, if remedial therapy was rendered, if physioneal, unspecified product therapy was ongoing or if the outcome for the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to physioneal, unspecified product therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.